Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the screen. Customer stated they did hear fluid when shaking the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.